Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-1-jug-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter delivery system would not fully advance through the introducer sheath. It would go in to a certain point (about 4 inches) and then would not go any further. Another filter and delivery system was used with the same sheath, and worked as intended. The procedure was completed successfully. Post procedure, as the cook representative was rinsing off the device and attempting to advance the delivery system through the sheath which had been removed from the patient; the device would still not go through, and kinked during advancement. The kink in the device occurred post procedure while the delivery system and sheath were being examined after the procedure. Patient outcome: the patient did not require any additional procedures due to this occurrence. No adverse effects to the patient due to this occurrence were reported.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the jugular introducer with filter placed inside protection sheath was returned; except from a severe kink in the protection sheath in the area corresponding to the grasping hook of the jugular introducer, no damages were found on introducer/protection sheath and said kink may be the one reported to have occurred post procedure. Also, the long dilator placed inside the blue introducer sheath was returned. However, the dilator placed inside the sheath does not reflect the reported difficulties in advancing the filter delivery system through the sheath in the first place and after removal of the dilator the jugular introducer was advanced through the sheath without any resistance. The findings combined with the complaint reporting that "another filter and delivery system was used with the same sheath" and that "the kink in the device occurred post procedure" the exact reason for the difficulties encountered cannot be determined, unless an incipient kink on the protection sheath/delivery system prevented smooth a transition through the introducer sheath. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.